Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) device had a year remaining longevity. However, a couple of weeks prior, the device showed eleven months. Moreover, data received indicated that this device already reached end of life (eol). A data analysis was requested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicated that device data analysis was performed and confirms the device displays the replacement index according to the design. This device had a normal elective replacement indicator (eri). This device uses two indicators and if any of the two shows the exchange index, it is time to change the device. Since the charge time exceeded the specified time this time, the replacement index is performed at the discretion of the high voltage circuit side. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) device had a year remaining longevity. However, a couple of weeks prior, the device showed eleven months. Moreover, data received indicated that this device already reached end of life (eol). A data analysis was requested. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.